Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the advance 14 lp low profile balloon catheter was advanced contralaterally to the "bk" lesion, but the balloon would not advance through the lesion. Another manufacturer's device was used to perform the "poba." The physician advanced the balloon to the lesion and performed "poba" in order to evaluate the performance of the device. However, the balloon ruptured, and another device was used to complete the procedure. There were no reported serious injuries to the patient as a result of the product problem.